Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient took off his shirt and infusion set's tubing came out too at the site location. This issue occurred with two infusion sets. The site location was his right abdomen and the pump was in his right pocket. Moreover, the infusion had been used for one day and infusion sets were stored in the office. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.